Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30085008 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient was receiving 12 hour infusions of fortum ceftazidime 3gr /142ml nacl twice a day for 11 days. During this reported event, the patient received the infused dose in 1 hour instead of 12 hours. There were no side effects or injury reported. Per additional information received 7 jul 2021: fill volume: 150ml. Flow rate: 10ml/hr. Procedure: infusion with homepump 12 hours two times a day ¿ ceftazidime 3g with 142ml nacl. Catheter placement: arm. Infusion start time: 8am. Infusion stop time: 9am (should have lasted until 8pm).